Event description:
It was reported that a different length needle was found mixed with the bd ultra-fine¿ insulin syringes. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from japanese to english: "length of the needle should be 12.7mm however other needle length product got mixed.".

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check for mixed product due to unknown lot number.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a different length needle was found mixed with the bd ultra-fine¿ insulin syringes. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "length of the needle should be 12.7mm however other needle length product got mixed."